Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was broken, contaminated and corroded, that the lead flex cover and upper case were broken, the battery release, ring cover, battery drawer and battery contacts were contaminated, the battery flex was corroded and the bail cover and bail were missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.